Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during patient use an 840 ventilator had a burning smell coming out of the compressor. The patient outcome was not provided. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the compressor solenoid valve assembly. The unit passed extended self-testing.